Event description:
Pt came to office for routine pacemaker check on (B)(6) 2019 and it was discovered the battery had reached early elective replacement on (B)(6) 2019. Device had switched into a back up mode to preserve battery. Prior check done on (B)(6) 2018 showed the battery had two years remaining. Pt scheduled for an unplanned generator change out as a result. FDA safety report ID# (B)(4).